Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. The following devices were also listed in this report: scorpio recessed patella; cat# 3044-0026; lot# 713f. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# xhtj. Triathlon ps fem component, cemented; cat#5515-f-302; lot# wonu. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that allegedly the patient was revised due to "failed right total knee arthroplasty".